Event description:
The customer reported the system displayed an ad channel 8 failure error. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The f5 and f3 fuses on the power signal interface pcb were blown and replaced. Also, the battery charger was replaced. The system was then found to be working as intended.